Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of bolus anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they were not able to bolus. During troubleshoot; the customer tried changing out infusion set and reservoir twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to perform functional tests or program a bolus due to the unresponsive keypad/button. The pump had minor scratches on the lcd window and corroded battery tube.